Event description:
During follow-up, noise leading to oversensing was observed on the device. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
During follow-up, noise leading to oversensing was observed on the device. Provocative testing was performed but noise was not reproduced. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.